Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sensor allegedly caused pressure wounds on patient's forehead. There was patient injury.